Manufacturer narrative:
The customer choose not to replace the blower and put the unit out of service.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported that in diagnostic mode, customer found the blower not running. The customer reported there was no patient involvement.